Manufacturer narrative:
The cycler was returned for evaluation. A visual inspection of the returned cycler exterior showed no indications of dried fluid within the cassette compartment. There were no burrs or sharps inside the cassette door that may have punctured a cassette membrane. The heater tray/scale was not obstructed. A simulated treatment was completed without alarms or problems occurring. There were no fluid leaks in the test cassette during the test treatment. The cycler performed as designed during testing. The valve actuation and system air leak tests passed. There were no internal or visual discrepancies found in the inspection of the received cycler unit. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4) the medical records did not contain any hospital progress notes, hospital admission or discharge summaries, a recent history and physical, a medication list, peritoneal dialysis progress notes or peritoneal dialysis treatment records for review. Medical records did not indicate the organism involved in the peritonitis. Medical records did not indicate the source of the patient¿s peritonitis. There was no documentation in the medical record that indicated a causal relationship between the liberty cycler and the patient¿s peritonitis. Due to the lack of medical record information, no conclusion can be made regarding any causal relationship between the patient¿s peritonitis and the liberty cycler. The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported seeing blood in the patient line when performing treatment. The patient was referred to a medical profession and hospital. Follow up with the patient's peritoneal dialysis registered nurse (pdrn) indicated the patient was hospitalized for peritonitis. The pdrn reported there were no allegations against the liberty cycler; the patient did not follow aseptic technique when performing pd treatments. There were multiple attempts by the nurse to contact the patient and obtain complete medical records with no success. It is unknown if the patient is still performing pd treatments.